Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported string pulled out and pledget fell apart when she attempted to remove u by kotex click regular tampon. Consumer confirmed all pieces were removed.